Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. The rep aligned the rotor and the door was able to close properly. Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was involved in a collision with a door and that the "gantry door open" message was being displayed while the gantry door was closed. The imaging system was removed from or and the field representative was unable to provide any further troubleshooting assistance at this time. No patient present.